Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, rectal bleeding, gastroesophageal reflux disease, and subsequent surgical intervention. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for hernia repair and a bard/davol composix mesh was implanted on (B)(6) 2007. It is alleged that further to implantation of the product, the patient suffered from the development of rectal bleeding, gastroesophageal reflux disease, abdominal bloating and distension, and chronic epigastric pain. It is alleged that the patient has suffered injuries, losses and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences. Attorney alleges that the patient experienced severe pain and suffering, including chronic pain. It is also alleged the patient was treated with a course of hospitalization, diagnostic imaging, revision surgery, serum testing, antibiotics, analgesics and rest. Attorney alleges that the patient will require further invasive repair surgery, physiotherapy, rehabilitation and will continue to require other forms of medical care. It is also alleged that the device was defective.